Event description:
Pt undergoing coronary artery by-pass grafting/removal large atrial myxoma; during course of surgery the (t.e.e.) Transesophageal echo procedure was performed to estimate size/location of atrial mass. Anthesiologist inserting the t.e.e. Under direct laryngoscopy encountered the tip of the pharyngeal mucosa. These necessitated emergency ent consultation and repair intraoperatively, increased ventilator days post-op and increased length of stay in critical care unit. Pt. Discharged in stable condition with n o apparent residual problems however longterm outcome is unknowndevice not labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-jan-92. Service provided by: user facility biomedical/bioengineering department. Service records available.invalid data - regarding whether event presents imminent hazard. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. The device was not destroyed/disposed of.